Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. Following pre-dilation and intravenous ultrasound (ivus), a 24mmx3.00mm promus premier drug-eluting stent was advanced but was unable to cross the lesion. The physician attempted to perform dilatation again, however, when the device was removed, the physician confirmed that the distal portion of the stent got lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.